Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse flushed the integrated multi-sensor technology (imt) module with hot water, cleaned the aliquot drain and replaced the pump tubing. The cse determined that standard a and standard b diluents were low. The cse replaced the standard diluents and aligned the imt probe. The cse also ran mix tests, quality controls and patient comparison on both dimension vista instruments, all of which were acceptable. A siemens headquarters support center (hsc) reviewed the instrument data. The instrument data indicated that for sample ID (B)(6) the imt dilution was impacted during the initial run. The hsc specialist stated that the fluid verify for the initial run of sample ID (B)(6) was low with a corresponding low fluid delta, indicating a poor sample quality. Fluid verify and fluid deltas for other samples recovered as expected. The hsc specialist concluded that low fluid verify and fluid delta for the initial run of sample ID (B)(6) was due to the poor sample quality and the presence of gel, fibrin, and/or cellular debris impacted the imt dilution during the initial run of this sample. The cause of the discordant, falsely elevated na result for sample ID (B)(6) is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument. Additionally, a discordant, falsely elevated chloride (cl) results was obtained on one of the two patient samples. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower and matching the clinical picture of the patients. The sample was then repeated on an alternate dimension vista instrument, matching the results obtained on the original instrument. The repeat results from the original instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated na and cl results.